Event description:
Reporter indicated that a pt experienced a seizure that lasted 10 mins and required treatment at the emergency room. The pt's magnet was used to program the device off. The pt was originally implanted for depression and her previous physician refused to continue treatment with the pt for various reasons. The pt was currently not following up with a physician so a medical assessment of the pt's event cannot be obtained. The pt's device was explanted however, it has not been received by the MFR for analysis.